Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an attitude alarm occurred when the customer attempted to delivery a bolus. Customer's blood glucose was 431 mg/dl. Reportedly, the customer loaded a new cartridge, cleared the alarm, and resumed insulin therapy.